Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and a mesh was implanted, concurrently with perinoplasty & hernioplasty due to large rectocele & sui. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, bleeding and dyspareunia. It was reported that the patient underwent mesh revision/removal on (B)(6) 2011 due to recurrent pop. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and meshes were implanted into the patient. It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).